Manufacturer narrative:
Continued: e.1. State: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "lumps close to nipple", "dense breast parenchymal tissue" & "intracapsular rupture without sign of free silicone or extracapsular rupture and no sign of peri-implant fluid collection". This record is for the right side. Device remains implanted. Return status is unknown.